Event description:
I received euflexxa injections "(B)(6) 2024" starting with my right knee. Both knees became very painful and stiff. I had swelling in both of my lower legs and feet and ended up with a stress fracture in my ringtone foot as a result of walking odd to help alleviate the knee pain. I also lost a lot of hair on my head. Ref reports: mw5161887, mw5161888, mw5161889.